Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sometimes hard to press. The customer's blood glucose level was unknown. The customer reported that the screen was discolored, back light was dimmed, rainbow effect on screen, motor was louder during insulin pump rewind, insulin pump had reading lower that the actual blood glucose and reservoir port was chipped out. The device will not be returned for analysis.